Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, nj was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced plunger defects that have interfered with precise dosage. The following information was provided by the initial reporter: our customer received item# bd328468 and noticed plunging defects that have interfered with precise dosage during experiments.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photo provided. An image of a 0.5ml, 31gx8mm bd insulin syringes from an unknown lot was provided. The customer reported that the plunger has some defects. The photo was examined, and the root cause could not be determined as the photo attached is of the back of a polybag. No DHR review can be carried out as lot number is unknown. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced plunger defects that have interfered with precise dosage. The following information was provided by the initial reporter: our customer received item# (B)(4) and noticed plunging defects that have interfered with precise dosage during experiments.